Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner had not light up and failed to scan. The field service engineer (fse) had reseated the usb cable, secured it to the cradle, and verified functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner failed to work and did not light up. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.